Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Analysis of data stored on the handle shows evidence that the handle internal clock was inaccurate and there were field programmable gate array (fpga) reset/reprogram failures. It was reported that the handle display was not responding. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of an inaccurate internal clock that was not related to the reported condition. The most likely cause was determined to be manufacturing related. An inaccurate internal clock has no effect on device functionality and has no impact on patient safety. Steps have been taken to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the powered stapler handle became unresponsive, with the handle or display freezing and not firing properly. The device was replaced, including the handle and cartridge. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#: p4k1345) sigpshell, sig power sigpshell control shell (lot#: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.